Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and during archive data review. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. The secondary reported complaint of the platform displayed ua 20 (position out of range) error message was confirmed during archive data review. The root cause was due to the user mistakenly rotated the encoder drive shaft in the wrong direction and moved the driveshaft position out of the normal acceptable range. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Ua 20 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. During visual inspection, the top cover was observed to have a crack on the top front-end area. The physical damage was unrelated to the reported complaint and appeared to be due mishandling such as a drop. During archive data review, the autopulse platform powered on to ua 45 and powered off by the user (not ua 20 as reported by the customer). The user attempted unsuccessfully to clear the advisory eight times and then power off. The encoder drive shaft is not at the home position at 2484 counts when powered on (based on encoder lower limit = 2735 counts, encoder upper limit = 3409 counts). Roughly around ten minutes later, the autopulse platform was powered on and experienced a ua 20. The encoder drive shaft is not within the normally acceptable range at 435 counts when powered on (based on encoder lower limit = 2735 counts, encoder upper limit = 3409 counts). During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The drive shaft was rotated to home position to clear the ua45 error message. The ua 45 was cleared by using the administrative menu and rotated the drive shaft to home position. After clearing the ua45 error message, the autopulse platform was tested with the large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good known test batteries until discharged without any fault or error. After replacing the top cover, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Per medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (sn (B)(4)) performed two compressions and displayed user advisory (ua) 20 (position out of range) error message upon power up. Following this, the platform was restarted; however, the platform displayed ua 45 (not at "home" position after power-on/restart) error message and the user was unable to clear the ua 45 error message. The crew immediately performed manual CPR. The patient remained asystole during the entire call. Per the reporter, the patient's outcome is not related to the autopulse platform.